Manufacturer narrative:
Continuation of d10: product ID 97725 lot# serial# nlj819133n implanted: explanted: product type external neurostimulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was confirmed that the lead had not been tunneled to the ins yet. It was replaced by a new lead, which was tunneled and connected to the ins. A replacement wens was not tried, and no out-of-regulation (oor) messages were observed using the same wens with the replacement lead. The first lead was tried on (B)(6) 2026, showing the oor, was then discarded, and then the new lead was successfully tried (same day).

Manufacturer narrative:
G2. Foreign: germany. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that during an intraoperative spinal cord stimulation (scs) trial, intensity could not be increased about 7 ma without hitting and out of regulation (oor) error. Lead impedances range: 1000 - 1300 ohms, 2 active poles (1+, 1-), 4 hz, 500 s. Another lead was then used. For troubleshooting, they used different poles, and increased pulse width. The issue has been resolved with using a new lead instead.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that impedances were 40,000 ohms. Stimulation was able to be increased past 7ma without hitting oor with the replacement lead. The oor was resolved with the same wens and the replacement lead. No new wens was used. Only the lead will be returned. The wens was used for the trialing phase.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.